Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We have had report of broken needles with these 22g IV systems.

Event description:
No new information.

Manufacturer narrative:
One screenshot of what appeared to be a text thread showed a photograph of a 22g nexiva IV catheter in the patient. The complaint of a broken needle could not be confirmed from the provided screenshot. No needle was visible in the images. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.